Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a endoscope controller (ec) involved with this complaint to perform failure analysis and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error: error 1154 current fault error the ecpd in the ec is reporting a sever current, p4 = 720896 which means the left power supply. Error 417 one of the redundant power supplies is failing in the ec, p 720896 which means the left power supply. Confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. In the system error log, error 1154 and 417 was replicated. As a result of these findings, failure analysis was able to conclude that left power supply was found to be the root cause of the reported failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the ec.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and when the system was powered on, a sound came in from the endoscope controller and burnt smell came through from the vent. The fse cycled the power again and the smell eventually went away. The fse also found no filters on the video processor and hence, ordered and endoscope controller (ec), video processor (vp) and filters. The system was verified and ready for use. Isi did receive a video processor involved with this complaint to perform failure analysis and the reported issue was not able to confirm nor replicate. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto a golden system where the component function as expected. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the video processor. Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that the customer observed an electrical spark and a loud ¿boom¿ sound from the back of the vision side cart (vsc) when plugged in the vsc power cord to the power outlet. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that there was no injury. The customer would have an electrician test the outlet. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to a failing power supply in the ec.